Event description:
It was reported that the calibration failed due to error 93 . This error was caused by a broken main voltage circuit card. We replaced this card. Started a second calibration and this calibration passed without problems.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was a failed main voltage circuit card. The device was evaluated upon receipt. Started a calibration. After replacing we started a calibration. Calibration failed due to error 93 . This error is caused by a broken main voltage circuit card. Replaced main voltage circuit card. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the actual/suspected device was inspected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the calibration failed due to error 93. This error was caused by a broken main voltage circuit card. We replaced this card. Started a second calibration and this calibration passed without problems.